Manufacturer narrative:
Complaint sample was not returned for evaluation after the 3 good faith attempts were made; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a

Event description:
1 of 5 reports (different facilities, same failure, same product family). Other mfg report numbers: 3013886523-2023-00039, 3013886523-2023-00040, 3013886523-2023-00041, 3013886523-2023-00042. It was reported certas valves had programming difficulties. No additional information has been received after several attempts.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.